Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the j3 is disconnected from the pcb and the universal serial bus (usb) pins are damaged. Due to the condition of the device functional testing could not be performed and a data log could not be retrieved. The reported event of a loss of connection was not confirmed. A root cause could not be determined.